Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported that an out of regulation message was seen on the patient programmer. The patient had a fall and has had pain since the fall. The patient reported having good pain relief and after the fall the pain was 9 out of 10. The change in therapy or symptoms was considered sudden. A power on reset occurred before the fall and others more recently. The indication for use was spinal pain. If additional information is received a follow-up report will be sent.

Event description:
Additional information received from the manufacturer's representative (rep) reported no further action was required. The patient was instructed to keep the device charged more than 25%. At this time, the rep had not been aware of any more issues.